Event description:
Healthcare professional reported a patient was injected with juvederm vista volbella xc from the glabella to the forehead, nasal dorsum, and under eyes. Nearly 4 years later, the patient developed pain, swelling, and a lump at the injection site and suffered from a sty. Lumps reported to be foreign body reaction. The patient was prescribed hyaluronic acid dissolution, antibiotics, and anti-inflammatory painkillers at two other hospitals, but these were ineffective. Remaining hyaluronic acid was dissolved and kenacort was also locally injected. Another retouch of kenacort was later injected and events resolved two months later.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.